Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced high blood glucose levels ranging from 394 mg/dl to 'high'. The cause of the high bgs were unknown. Customer required assistance delivering a bolus to address bg level. Customer declined further troubleshooting.